Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2010; 419378 implantable pacing lead, (B)(6) 2005. (B)(4). Device remains in use.

Event description:
It was reported that the patient was completely unhappy regarding the placement of the device, and that it was like a "shelf." A further procedure was performed and the patient was happy with the results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.